Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump hardware low level failure alarm. Customer stated that they was able to cleared alarm and able to complete prime process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.